Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a lumbar puncture needle. The customer reports that while the doctor was performing a lumbar puncture on a pt, the blue plastic piece that attaches the needle snapped in half and the needle was left in the pt. The doctor held the pieces together to complete the procedure, so he did not have to re-stick the pt. The pt was not injured.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.